Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. Review of the device logs shows that during pacing, several "pacer output out of range" messages were seen as well as inconsistent pacing output settings. There is also evidence of irregular pacing spikes in ECG leads, ECG artifact throughout the majority of the case, and a "pace lead off" message in the log. The device passed full functionality testing and pacer stress testing without duplicating any malfunctions. The processor/bridge/pace board and ECG boards were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.